Manufacturer narrative:
Service team replaced the covers and clean the internal parts. A daily calibration was conducted, and both qa tests passed. A water phantom was scanned to resolve the issue. No harm to the patient or users. Customer was able to run patient scans using the same protocol with no issues.

Event description:
The scanner does not function properly in axial mode, leading to image quality issues.